Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced upstream occlusion alarms which were reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.